Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed dirt, oil and corroded components jammed device attachment as a result of improper care and maintenance. The device was repaired and returned to customer on (B)(6) 2013. The complaint is indeterminate. (B)(6). Placeholder.

Event description:
Customer reported device no longer works. This is report 1 of 1 for (B)(4).